Event description:
The event was reported by a customer from USA: "1- patient placed on pump. 2-pump works fine for a period of time (in this event estimated to be 15 minutes, in my event around 15-20 minutes) then the cassette misplaced error occurs. In the case today, once departing the ER en-route to the aircraft while walking across the parking lot. In my case, the infusion was started in the aircraft and the pump worked for a period of time before alarming on landing. 3-toda/ s malfunction resulted in a delay in transport and instability in the patient's vital signs. 4-this event will be officially reported to the (B)(4) as there was an impact on patient safety. Delay in therapy: yes. Need for medical intervention: yes. Additional information received on july 17, 2015: "here is the rate info that the director sent over to me: epinephrine infusion at 7.5 ml min titrated upward to approximately 25 ml hr. Amiodarone 33.3 cc hr. Dopamine 90 ml hr. Lidocaine at 7.5 cc hr".

Manufacturer narrative:
(B)(4).